Event description:
It has been reported that the power cord under the foot litter is not secured down and is causing damage to the cover and power cord. No adverse consequences were reported.

Manufacturer narrative:
The bed's power cable is routed through the footend litter and litter cover. The litter cover moves back and forth with the fowler as the fowler is raised and lowered. There is a designed clearance between the litter cover and the litter frame to prevent the cord from being pinched. Upon eval of the unit in the report, it was observed the litter cover was bent downward which caused an interference between the power cord and the litter cover. The bent litter cover is most likely a result of customer misuse.